Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. The device was able to delivery multiple boluses and basal profiles properly after pump delivered more than 100 units during testing. No delivery anomaly was noted. The unit had cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip. Pending delivery volume accuracy test.

Event description:
It was reported that the insulin pump had a delivery anomaly. The blood glucose reading was 100 mg/dl. The customer stated that the insulin pump would stop a delivery at the 100 unit mark every time she attempted to administer insulin. She noted that she had been having this issue for 4 weeks. Upon troubleshooting, it was found that the insulin pump passed the displacement test. The customer was not satisfied with troubleshooting and requested to replace the insulin pump. Nothing further reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.